Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the scope failed leak test. There is a leak in the glue (a-rubber) between the bending section and the insertion tube. When the a-rubber was removed, the bending section was detached. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that the scope is torn at the distal end. There was no patient involvement. No additional information was provided.